Event description:
The customer reported the system displayed a generator error message, the fse noted the system was unable to make fluoroscopic exposures and displayed the error message at boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cables needed to be replaced. The customer chose not to repair the system and canceled the service call.